Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker showed five years remaining and the values have been up and down. The patient was known to have atrial fibrillation (af) with rapid ventricular response (rvr). This device was submitted for an engineering analysis which indicated that this device has been high rate atrial sensing during the past year and more frequently in the last few months and the device power consumption has been fluctuating due to the high rate atrial sensing. As of this time, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker showed five years remaining and the values have been up and down. The patient was known to have atrial fibrillation (af) with rapid ventricular response (rvr). This device was submitted for an engineering analysis which indicated that this device has been high rate atrial sensing during the past year and more frequently in the last few months and the device power consumption has been fluctuating due to the high rate atrial sensing. As of this time, this device remains in service. No adverse patient effects were reported.